Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular lead (lv). Diagnostic imaging was performed and confirmed that the loss of capture was due to lv lead dislodgement, caused by twiddler's syndrome. The lead was explanted and replaced and the patient was in stable condition.